Event description:
Literature was reviewed regarding a prediction for the requirement for permanent pacemaker implantation after transaortic valve implantation. The study was conducted between june 2020 and december 2022, and included 110 patients who were predominantly female with a mean age of 80 years old.  Multiple manufacturer¿s devices were implanted in the study population; 18 patients were implanted with a medtronic evolut r bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, adverse events included: arrhythmia requiring permanent pacemaker implant, and post-implant moderate to severe aortic regurgitation.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: ozderya et al.  A new and easy parameter to predict the requirement for permanent pacemaker implantation after transaortic valve implantation: aortic knob calcification. Advances in interventional cardiology sep;20(3):319-328 2024. 10.5114/aic.2024.142236. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.